Event description:
It was reported that two days post implant the right ventricular (rv) lead had increased to high thresholds and the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.